Manufacturer narrative:
Suspect pump was returned for evaluation. Visual inspection found the pump to be in poor condition with the plunger head full of contamination. Review of pump history log confirmed reported event of check clutch error and the error was duplicated during testing. Root cause for this issue is the contamination on the plunger head causing the clutch to stick. All parts of the plunger were replaced as well as the clutch half's with leadscrew and spring as a preventative measure. Following repair, pump passed all functional and delivery testing.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.